Event description:
It was reported that approximately a year after the implant of this right ventricular (rv) lead, this patient had a non-device-associated infection. Surgical intervention was performed and the entire system, involving this right ventricular lead, was explanted. No additional adverse patient effects were reported.